Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and found that the sensor wire is attached to the sensor and housing puck. The customer's complaint of a detached sensor wire was not confirmed. A probable cause could not be determined.